Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device has a leak connector.

Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. Four (4) samples were received outside of its original package for evaluation. A visual and functional inspection could not be performed because food was stuck inside the line. A root cause could be determined to be related to a manufacturing/production process. The probable root cause could be related to product use causing a leakage because the food was stuck inside the tubing.